Event description:
It was reported the procedure was to implant a cardiomems sensor in a pulmonary artery. Two command 18 lt guide wires were used however during removal, resistance was met with the cardiomems delivery catheter. Force was applied in the attempts to remove the guide wire and once removed from the anatomy, it was noted the polymer coating on the guide wires were peeling [degloved] and twisted. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It was reported the wire was removed with force. It should be noted that IFU, ht guide wires instructions for use states: "carefully observe the instructions under "do not" and "do" below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not: push, auger, withdraw or torque a guide wire that meets resistance. Torque a guide wire if the tip becomes entrapped within the vasculature. The IFU deviation likely did not cause the reported issue. Based on the information provided, a definitive cause for the reported issue could not be determined. In this case the wire may have been damaged during delivery, during delivery of the cardiomems; however, this cannot be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device mentioned in b5 will be filed under a separate medwatch report.